Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -14.0/+2.5/93 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. (B)(4).